Event description:
A pt reported blood glucose results of "207 mg/dl, 243 mg/dl, 134 mg/dl, 202 mg/dl, and 192 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was replaced.